Event description:
Pt on a dilaudid pca pump after orthopedic surgery. Patient was found unresponsive and required intubation and transfer to critical care. At the time of the event, there was concern that the pump malfunctioned. The pump was interrogated by bio-med and was found to be working within manufacturer specifications. At this time we do not believe the pump malfunctioned.